Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a heater bag not detected error message that occurred during step three of setup. After being unable to troubleshoot the alarm, the patient was advised to re-setup with new supplies. Upon setting up with new supplies and initiating therapy, the patient received a make sure the heater bag is on the heater tray error message during fill one of three of therapy. The patient had filled 0ml of an expected 2500ml at the time of the reported message. There was nothing noted with the supplies or the setup that could have caused or contributed to the reported alarm. The patient rebooted the cycler two more times but received the heater bag message each time. The technical support representative assisted the patient with cancelling their treatment. Upon removing the cassette, the patient discovered drops of fluid and moisture on the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. There was no patient injury or medical intervention required as a result of the reported leak. The cassette was discarded following the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Correction: the correct lot number for the cassette used at the time of the fluid leak was 17jr08082. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.